Event description:
The reporter stated that the surgeon was inserting a icl implantable collamer lens model icm115v4 and the lens tore during implantation in the injector. There was no pt injury. It was reported that the cause of the lens tear was due to not enough viscoat in the injector.

Manufacturer narrative:
.